Event description:
It was reported that, during machine setup for a navio assisted surgery, the error "handpiece exposure control failure" came on the screen. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the navio handpiece, pfsr110137, sn (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The motor gear would not turn by hand and would not complete the entire test. The most likely cause of this event is mechanical failure related to the motor. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint, however no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As a part of corrective action, a more robust design of the motor has been released, improving the barrier, preventing debris buildup over time. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.